Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. It was unknown if the patient was hospitalized for the event, however, it was reported that the patient would be visiting the hospital for additional treatment. The cause of the peritonitis event was unknown. The patient was treated with fortum (250 milligrams, frequency, route not reported) and vancomycin (1 gram, frequency, route not reported) for the event. At the time of this report, it was unknown if the patient recovered from the event. Action taken with pd therapy was not reported. It was reported that the patient was retrained on proper technique. No additional information is available.